Manufacturer narrative:
The complainant alleged that the office employee, who is asthmatic, experienced difficulty breathing several hours after the office had been cleaned with cavicide. The complainant stated that the employee had to use her inhaler after she left the office and throughout the night. In a follow-up phone call on (B)(6) 2011, the complainant stated that the employee's symptoms had completely subsided by the following morning. The complainant also confirmed that no medical attention was sought and the employee's previously prescribed inhaler was the only prescription medication taken for treatment. An evaluation of the product could not be conducted, as no product was returned to (B)(4) research. A review of the manufacturing records indicated that the product lot that was used in this incident met all specifications and that there were no deviations from the manufacturing process. These investigation results indicate that the cause of this incident was not due to a product failure.

Event description:
On (B)(6) 2011, a complainant alleged that after the office had been cleaned with cavicide, one office employee and one patient experienced breathing difficulty that required the use of a previously prescribed inhaler for treatment. This MDR is the first of two reports.